Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that an unspecified bd blood tube cracked on the bottom when being stored in a cardboard box in a -80 degree freezer. There was no report of injury or medical interventions.